Event description:
I had juvederm voluma xc right under the eye are to help reducing the shadowing of dark; 13 days later I experienced a small lump which turned in to a bad swollen under one of my eyes and soon the other eye did too. It was painful and tender to touch and made slight bruises.